Event description:
The manufacturer received information alleging a ventilator was alarming for a "service required" alarm condition and the lcd screen was blank. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen blending module board and lcd were replaced to address the issue. The device had evidence of physical damage.